Manufacturer narrative:
E1: patient city: bridgeton. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detachment as the tubing detached and it came apart. Site of insertion was right abdomen. In relation to the site, the pump was located in the right side pocket. It was reported that the infusion set was newly inserted. There was stress or pull reported on the tubing as the infusion set came apart while removing the serter. Patient was able to change the set. No further information available.